Manufacturer narrative:
(B)(4). Device manufacturer date: january 24, 13, 2017. One (1) 89-6110 device was returned for evaluation. Evaluation of the device by the product engineer and the quality engineer confirmed the reported issue. Visual examination revealed that the device was returned with the trocar still connected to the device and the cable was broken in two places and frayed. The break occurred at the bend between the long tube and the first segment. This break was unusual in that the cable failed in two places opposite each other on the wire. The break was indicative of some type of trauma to the cable. The second break may have occurred by a cut to remove the device from the patient since the trocar was still attached. Examination of the nitinol wire revealed no breakage or bends in the wire. All segments were accounted for and retained on the nitinol wire (wire that holds the segments). It is unknown exactly how the cable broke but this break is indicative of some type of excessive force/stress applied to the device. A review of the device history record (s) did not reveal a non-conformance. The device passed all acceptance criteria for release. Conclusion(s): customer- mechanical overstress excessive force/stress caused the premature failure of the device. It has been recommended to review the products instructions for use, IFU 26-2904, particularly the caution, inspection / maintenance, handling and processing sections. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
According the surgeon a cable in the device was torn during the operation. The guide wire is broken inside the patient's abdomen while using the product. The sleave gastrectomy was not completed as planned, the patient was not injured, no medical intervention, no user harm. The patient was a male age (B)(6), weight (B)(6). Not reported to competent authority. Multiple attempts have been made to obtain additional information with no response.